Event description:
It was reported that during attempted insertion of the iab, the user was unable to pass it through the sheath. Another iab was tried and successfully inserted without any pt complications.